Event description:
Initial report sent to shunt MFR. Further investigation revealed report should be directed to valve MFR.report of operation: this young man is 10 days out from a posterior fossa resection of a medulloblastoma. He had a ventriculoperitoneal shunt 2 days ago and had done well until this evening, when he began to have a headache, nausea, vomiting, and became unresponsive. Shunt tap showed a large amount of increased pressure with good flow proximally. A head computed tomography after draining off the fluid showed dilated ventricles. With good flow proximally and the shunt tube in the right lateral ventricle, it was felt that he must have some sort of distal malfunction. He was taken emergently to the operating room for shunt revision.the previous incision was opened and dr extended the incision down to the delta valve. There seemed to be some blood in the delta valve. Dr. Decided at this time to change the system over to a rickham reservoir and a holter valve. The rickham reservoir with a ventricular catheter was fashioned, 6cm in length, and passed into the right lateral ventricle with good return of cerebrospinal fluid. This was attached to a medium pressure holter valve. The distal tubing was checked and had good easy flow with no aspiration. This was connected to the holter valve with two o ethibond ties and the proximal valve was attached with 2-0 ethibond ties.the wound was copiously irrigated and then closed using a stapler. A sterile dressing was placed. He was returned to the intensive care in critical condition. Estimated blood loss was 50cc. Needle count; sponge count and cottonoid count were correct.